Event description:
It was reported that this right atrial (ra) lead was explanted due to suspected twiddler syndrome as this rv lead was dislodged and coiled near the device pocket. This ra lead was explanted, replaced with same model and was retained by the hospital. No additional adverse patient effects were reported.